Event description:
It was reported that during a cervical spine radiofrequency (rf) ablation procedure, the implantable cardioverter defibrillator (ICD) exhibited oversensing noise and high out of range pacing impedances. The presenting electrogram (egm) showed that the noise appeared to be due to electromagnetic interference (emi). The ICD also recorded a signal artifact monitor (sam) event that showed high out of range impedance measurements and pacing inhibition in the ventricular channel. The health care professional (hcp) reported that the patient coded during the procedure and was hospitalized after resuscitation was performed. The local field representative was able to confirm that the pacing inhibition and oversensing events were recorded during the ablation procedure. No additional adverse patient effects were reported. At this time, the ICD device still remains in service.